Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the battery gauge was fluctuating. It was also reported that the pump's alarm volume was not annunciating. The customer's blood glucose level was in 200 mg/dl range. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and speaker issues were verified while based on the analysis, the alleged battery jumping issue could not be verified.